Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited, "upstream occlusion alarm will not clear." The fault was found during testing. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. The event history log was reviewed and a high alarm was displayed: upstream occlusion. Device was visually and functionally tested and the customer reported complaint was not verified. The cause was thought to be from an intermittent uso (upstream occlusion) sensor. The uso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.